Manufacturer narrative:
William cook (B)(4) initially reported event under MFR report #3002808486-2016-01421. Information was received identifying that the product was a cook inc. Product. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It is alleged that [pt] received a gunther tulip filter on (B)(6) 2012. Additional information received 02/15/2017: the plaintiff allegedly received device implant via on (B)(6) 2012 for pulmonary emboli. No retrieval attempts have been noted. Plaintiff alleges device is unable to be retrieved.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating device unable to be retrieved. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). Investigation: investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: pulmonary embolism (pe), limited activity, and fear. New pe as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: pulmonary embolism. Unknown if the reported fear and limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. The additional information regarding the alleged pulmonary embolism and limited activity, does not change the previous investigation results. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Patient alleges pulmonary embolism post filter implant. Patient notes and further alleges experiencing "fear of possible failure in the future resulting in premature death". Patient further notes limited activity.